Event description:
The customer reported approximately 50 mls of bluish colored fluid leaked from the coulter lh 500 hematology analyzer onto the counter while troubleshooting. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves, face shield and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse found and replaced the tubing that had come off (detached) fitting at pinch valve (pv40). The fse attempted verification of the instrument and observed that during startup there was no stabilyse generating to the mixing chamber. The fse replaced a three-way valve used to supply the pressure to pinch valve (pv53) which appeared to have corrosion due to possibly from the fluid leak. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).